Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that when the patient programmer was applied to the patient¿s skin over the implantable neurostimulator (ins) site on (B)(6) 2018, the error code 574 was displayed and the programmer operation could not be performed. It was stated that ¿it seemed stimulation stopped¿ at that time and ¿the patient started to feel pain.¿ the patient programmer battery was replaced; however, the same issue re-occurred. Telemetry was later completed with a clinician programmer on (B)(6) 2018, during which the error code 18,1 was shown and all the saved programs were found to be missing. Impedance testing performed on (B)(6) 2018 found no electrodes with out-of-range values. It was noted the patient¿s ¿program was set again¿ and the stimulation was restarted and ¿could be delivered as usual.¿ the issue was stated to be resolved as of (B)(6) 2018, with no further issues reported as of (B)(6) 2017. It was reported that it was ¿unknown¿ whether any external factors may have led or contributed to the issue and the cause of the event was undetermined. The patient had not touched their programmer since being discharged from the hospital in (B)(6) 2018 and they were staying in a facility and had not gone outside, except on (B)(6) 2018. It was noted that while electric work was being performed near the health care facility, the work was occurring at quite a distance. There were no surgical interventions planned or performed; no further complications were reported or anticipated. It was noted the patient¿s indication for device use was tethered cord syndrome. This event reportedly occurred with both of the patient's inss. Please see manufacturer report #3004209178-2018-09318 for information regarding the patient's other ins.